Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged missing dilator as no objective evidence has been provided to confirm any alleged deficiency with the kit. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include component misplaced after kit opened and improper packaging; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model 0602830t port and catheter reported that upon opening the port kit, the dilator was missing inside the introducer sheath. Another kit was used to perform the procedure. This report was received from one source. This event had no patient contact.